Event description:
It was reported by the getinge fse that during repair work the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) ac power is unavailable, battery cannot be charged. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.